Event description:
It was reported that the patient encountered pectoral stimulation with the atrial lead in unipolar mode. The atrial lead exhibited no capture at maximum output, and unipolar mode low impedance. The lead was capped and replaced. During lead replacement the patient developed atrial flutter, was unsuccessfully cardioverted and subsequently administered aminodarone. Upon completion of the procedure short runs of atrial flutter were encountered, and no actions were taken. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58, implantable pacing lead, (B)(6) 2004. (B)(4).